Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that the root cause was unable to be determined. It was suspected that there was movement of anatomy relative to the frame during screw placement, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: 9735762, software version: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy during a minimally invasive surgery (mis) l5-s1 case. The doctor reported that after placing two s1 screws with ease, he felt 3 mm inaccurate when placing his screw at l5. It was noted that the spine frame was attached at l3. An additional imaging system spin was taken and sent to the navigation system to navigate. The doctor reported the same 3mm inaccuracy followed the second imaging system spin. Navigation was aborted, a non-medtronic imaging system was brought in to finish the case. There was no impact to the patient outcome and a less than one hour delay to the procedure. The doctor also mentioned that the system had felt inaccurate to him ever since the hospital purchased the system. It was noted that two other surgeons that use the system did not have a complaint of being inaccurate. This doctor was only reporting inaccuracies in spine navigated cases with medtronic metal and in mis cases. It was suspected that the cause of reported issue was something moved or difficult anatomy.